Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced pain and discomfort at the pocket site. It was noted that the patient lost a lot of weight and the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent a spinal cord stimulator (scs) explant procedure.

Event description:
It was reported that the patient experienced pain and discomfort at the pocket site. It was noted that the patient lost a lot of weight and the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent a spinal cord stimulator (scs) explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 20237616, UDI: (B)(4).